Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® push button blood collection set with pre-attached holder a needlestick injury-post use non patient needle separates from the holder luer/adaptor/hub. The following information was provided by the initial reporter: "nurse sustained a needlestick injury when the male luer separated from the plastic bottle container, exposing the rubber covered inner needle. Injury sustained when member of staff continued to attempt blood sampling with exposed needle."

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for male luer separation with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® push button blood collection set with pre-attached holder a needlestick injury-post use non patient needle separates from the holder luer/adaptor/hub. The following information was provided by the initial reporter: "nurse sustained a needlestick injury when the male luer separated from the plastic bottle container, exposing the rubber covered inner needle. Injury sustained when member of staff continued to attempt blood sampling with exposed needle."